Manufacturer narrative:
Insulin pump received with no traces of moisture on keypad traces, electronic assembly or motor assembly per visual inspection. Insulin pump received with minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had fallen in water. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).